Event description:
It was reported by service report that the brakes were not fully engaging. The customer could not determine if there was pt involvement or if there were adverse consequences to report.